Manufacturer narrative:
Device codes: 1142 labeled. Internal file number - (B)(4). Correction: device code 2524 removed. Evaluation summary: analysis was performed on the returned device. The reported cuff miss/ suture retrieval issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, additional information reported that the sutures of the proglide device were attempted to be pre-placed prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, there was no suture present when the proglide needle plunger was removed. The sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to an 18f and the pevar procedure was completed. Hemostasis was achieved with the pre-placed sutures. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an unspecified interventional procedure. Reportedly, there was an issue with the knot. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.